Event description:
The customer reported via phone call that the transmitter was not communicating with the insulin pump. Customer received cannot find sensor signal or sensor signal not found alerts. The customer was admitted to the hospital due to hyperglycemia and diabetic ketoacidosis. Blood glucose reading at the time of event was 1300 mg/dl. The customer also reported bleeding at the insertion site. Customer stated that the transmitter did not communicate due to an incorrect device serial number. No products are expected to be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.